Manufacturer narrative:
Device not returned to manufacturer for evaluation. If the drill was not properly held straight when chucked in the collet, if any excessive, bending, or lateral forces are used, if the drill came into contact with any metal objects during use, and if the drill may have been inadvertently bent during preparation, these scenarios among others may contribute to the drill bending and breaking during use. Not returned to manufacturer.

Event description:
Doctor was performing a bilaterial quadrepes tendon repair, when the twist drill broke off in the patient. Broken piece was left in patient. Doctor was using synthes small battery driver.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. The manufactured lot nl6gd DHR was reviewed and identified to be manufactured within specifications with no anomalies found. With the information provided and with the preparation methods and surgical techniques unknown a specific cause cannot be determined.